Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. Per the distributor patient medical records are not available. The hand drawn preplanning image was provided and receipt of additional imaging studies are pending. A follow-up report will be submitted upon clinical evaluation. H3 other text : partial explant discarded at hospital.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2022, with the implant of an alto abdominal stent graft system. The alto main body and two limbs were deployed as planned, and the procedure was completed with no endoleaks. The patient did not attend routine follow-up. A follow-up computed tomography (CT) performed on (B)(6) 2026, identified bilateral limb occlusion. Reportedly, it was suspected that the occlusion progressed from the distal side of the right limb to the proximal side, and subsequently to the left limb. Since CT did not show any kinking or narrowing of the device, it was concluded that the occlusion was caused by thrombosis rather than anatomical factors. Surgical intervention was performed on (B)(6) 2026. The occluded segment extended from near the alto radiopaque marker to the bilateral common femoral artery (cfa). Distal to the cfa remained patent due to collateral flow. CT and x-ray reconfirmed the absence of kinks or stenosis in the stent graft. Open conversion was performed as planned. After laparotomy, thrombi within the aneurysm were removed via aneurysmotomy, and the lumbar arteries were ligated. Subsequently, the alto main body was transected above the fourth ring, and thrombi within the alto graft were removed. A y-shaped artificial graft was anastomosed below the support ring. The proximal portions of the bilateral limbs were ligated, and the legs of the artificial graft were anastomosed to the bilateral femoral arteries (the alto proximal crown to the support ring, as well as portions of the bilateral ovation ix limbs, remained in the patient body). The procedure was completed after abdominal closure.